Event description:
It was reported that the bur broke and remained stuck in the attachment. This was found in a non surgical setting. There was no patient involvement and no adverse event reported as a result of this malfunction.

Manufacturer narrative:
Investigation results verified that the bur shaft was stuck in the attachment.